Event description:
It was reported that the pump showed a red screen, system fault (41100). There was unknown patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
E1: facility name (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Event log recorded reported error of red screen system fault 41100 one time. Could not replicate reported error by visual inspection. The probable cause is loose battery compartment. Reseated/resoldered battery compartment to resolve the reported error. Ran functional test over 5 days at 25ml/hr and no fault found or alarm. The device passed all functional tests after the repair.